Event description:
The cable snapped and broke while it was being used inside of the patient. Provider caught the problem immediately. No harm for the patient. New arm was opened, but event did cause 5 minutes delay.